Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro fine¿ + pen needle was clogged during the priming process. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog. According to the user's report, the drug solution did not come out at the first attempt of priming. It came out as usual at the second attempt of priming."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd micro fine¿ + pen needle was clogged during the priming process. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog. According to the user's report, the drug solution did not come out at the first attempt of priming. It came out as usual at the second attempt of priming."